Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic pericardial valve that now required valve-in-valve intervention after an implant duration of 12 years 6 months due to high gradients. Patient is being assessed to receive implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Intervention not yet scheduled.

Event description:
Patient received implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient was reported as stable.

Manufacturer narrative:
Additional manufacturer narrative - the patient is scheduled for treatment of valve but has not been completed. Additional information will be reported if received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.